Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using 0001313525 as the registration number. The correct registration number that should have been used to generate the MDR number is 3009443653.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Literature article "delayed obstruction with asymptomatic loss of renal function after dextranomer/hyaluronic acid copolymer (deflux) injection for vesicoureteral reflux: a close look at a disturbing outcome" by dimitri papagiannopoulos, ilina rosoklija, earl cheng, elizabeth yerkes, reports: "three cases where deflux was used in off-label fashion, resulting in delayed ureteral obstruction and loss of renal function (range 18-52 months post-operatively). We now place increased emphasis on the need for long-term follow-up after deflux in both routine and complex cases, particularly in situations of off-label use." Case two of three: a (B)(6) patient with documented but treated bladder-bowel dysfunction, bilateral vcug grade:4, left kidney hydronephrosis grade 1 and right kidney dmsa: 63%df was treated with double hit deflux injection. During intraoperative observations the surgeon noticed uo (ureteral orifice) gaping and lateral. Patient developed right kidney grade 4 hun with dmsa: 27% after 52 months and was treated with open ureteral re-implantation with extravesical dissection.

Manufacturer narrative:
The device is not available to return for evaluation, and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.